Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: an opening on the anterior (valve bond edge). A leak test and microscopic analysis were performed which identified: sharp opening on valve bond edge and striate opening on the anterior side. The fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment is: a sharp opening on the anterior side(valve bond edge) due to an unidentified (tear) opening and a striated opening due to surgical damage consistent with the use of some surgical tool.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
The reason for reoperation: deflation.